Event description:
It was reported during reprocessing, the gastrointestinal videoscope had foreign material (nexpowder) in the insertion tube. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the most probable cause of the complaint shows no problem was detected. Either it was not confirmed that there was a problem with the device. Reported problem cannot be reproduced during investigation. No further escalation is required. In addition, the following reportable malfunctions were identified during the device evaluation: the biopsy channel was leaking should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.